Event description:
It was reported that a patient choked on the bd venflon¿ pro safety peripheral safety IV catheter port/ cap. There was no mention of a device malfunction. The patient received medical intervention which cleared her airway. The following information was provided by the initial reporter: the patient, an elderly lady suffering from dementia was eating her lunch. It is understood that the port cap was exposed which is normal practice. It is thought that the patient broke the securing tether, which under normal circumstances prevents the port cap from becoming detached from the cannula. It is then understood that the lady tried to ingest this cap while eating her lunch and inhaled the port cap. The nurse in charge advised that the patient began choking and was unable to clear her airway, as she was in danger of respiratory arrest, portable suction was used along with slaps to the patient¿s back which resulted in the cap being coughed up. The patient was given supplementary oxygen while she recovered and the next of kin informed. My understanding is that the patient did not suffer significant harm and has made a full recovery.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary two photos and one representative sample were received by our quality team for evaluation. From the photos, a top web and a 20 g sample in unit package was observed. The batch and catalog could not be seen clearly from the returned photos. The representative sample was subjected to visual inspection and protection cap arm hinge test (fully open and close the protection cap). The returned sample passed the acceptance criteria, and no abnormality was observed. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. As the actual sample was not returned, further investigation cannot be performed. As it is not possible to confirm how the product was used, a root cause cannot be determined. H3 other text : see h10

Event description:
It was reported that a patient choked on the bd venflon¿ pro safety peripheral safety IV catheter port/ cap. There was no mention of a device malfunction. The patient received medical intervention which cleared her airway. The following information was provided by the initial reporter: the patient, an elderly lady suffering from dementia was eating her lunch. It is understood that the port cap was exposed which is normal practice. It is thought that the patient broke the securing tether, which under normal circumstances prevents the port cap from becoming detached from the cannula. It is then understood that the lady tried to ingest this cap while eating her lunch and inhaled the port cap. The nurse in charge advised that the patient began choking and was unable to clear her airway, as she was in danger of respiratory arrest, portable suction was used along with slaps to the patient¿s back which resulted in the cap being coughed up. The patient was given supplementary oxygen while she recovered and the next of kin informed. My understanding is that the patient did not suffer significant harm and has made a full recovery.